Event description:
I was resetting trays at the hospital and noticed that the black carbon fiber was chipping off of the top of the boot. The black part chips off very easy and presents harm during a case if it falls inside patient. Case type: no associated procedure.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that I was resetting trays at the hospital and noticed that the black carbon fiber was chipping off of the top of the boot. The black part chips off very easy and presents harm during a case if it falls inside patient. Case type: no associated procedure. Product evaluation and results: inspection showed splintering in the carbon fiber. Product history review: review of the device history records indicate 32 devices were manufactured and accepted into final stock on 06-14-2017 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 210080, lot: 201743060801 shows 2 additional complaints related to the failure in this investigation. (B)(4). Conclusions: per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure was confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
I was resetting trays at the hospital and noticed that the black carbon fiber was chipping off of the top of the boot. The black part chips off very easy and presents harm during a case if it falls inside patient. Case type: no associated procedure